Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer bought the gum sonic deep clean toothbrushes and stated the bristles were coming out of the brush.